Event description:
It was reported that a defibrillator was used to revive the patient after a heart attack. The patient reported that the implant is damaged. The device labeling states that use of defibrillators may cause permanent damage to the implant.